Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during two different procedures, the trocars leaked. The trocars were replaced and the procedures were completed. There was no harm to the patients. The surgeon indicated he does not wish to provide any further details. This is one of four reports from this surgeon.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are four additional complaints associated with the lot for the reported issue. The photo attached to the parent file was reviewed by the manufacturing site. Photo is of the pak list, which confirms the reported product and lot of the pak. Because a sample was not received at the manufacturing site and the device history record review indicated that the product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).